Event description:
It was reported that the patient implanted with this pacemaker attended a routine device follow up and the device was found to be operating in safety mode. The patient was admitted to the hospital for an unknown duration of time. A device replacement procedure was planned for (B)(6) 2023. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified a fault recorded on 9 november 2022. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. A series of automated electrical/functional tests were then conducted and no issues with device performance were observed; basic sensing and pacing functions of the device were verified. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient implanted with this pacemaker attended a routine device follow up and the device was found to be operating in safety mode. The patient was admitted to the hospital for an unknown duration of time. A device replacement procedure was planned for (B)(6) 2023. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker attended a routine device follow up and the device was found to be operating in safety mode. The patient was admitted to the hospital for an unknown duration of time. A device replacement procedure was scheduled for (B)(6) 2023. No adverse patient effects were reported. The device remains implanted and in service.